Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number.

Event description:
The customer reported a speaker malfunction inop error message from the mx40. There was no patient involvement.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 1218950-2017-05610 was submitted.